Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed in the needle syringe of a floseal hemostatic matrix. The particulate matter was observed after use of the product. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed via the naked eye and under the microscope. Reddish orange particulate matter (pm) was observed in the needle syringe barrel. The pm was consistent with that of the stopper coring material of the calcium chloride vial rubber. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.